Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received with a battery, battery charger and footswitch. A functional evaluation revealed the customer battery would not power up the unit. A test battery was used and the unit powered up and pressurized as designed. The unit passed the weight test. The customer battery was placed on the customer battery charger. After approximately 3 minutes, the customer¿s charger¿s indicator diode flashed red and green signifying an error. A known good battery was placed on the customer battery charger and the battery charged normally. The customer battery was placed on the known good test battery charger and the charger¿s indicator diode flashed green and red signifying an error. The piston migration was measured at .90 inches. The complaint was not confirmed. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a defective solenoid valve or a seal failure resulting in hydraulic fluid loss over time and air entering the system. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during case the spider was not holding the arm. It is unknown if there was a delay or backup device available. No patient injuries reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.